Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue after the pump had been exposed to water. The reporter denied any damage to the pump or the battery cap. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 01-oct-2018 device evaluation: the device has been returned and evaluated by product analysis on 21-sep-2018 with the following findings: a review of the black box showed unexplained power on reset events. No damage was found to the returned battery cap. Unrelated to the original complaint, the battery compartment was cracked below the bumper pad. No corrosion was observed in the battery compartment with no moisture observed behind the display lens. The returned battery cap fully tightened to the pump with no visible yellow o-ring. The pump powered up to the verify screen with auditory and vibratory features. The pump was exercised for 12 hours using the returned battery cap. No power on reset events were duplicated. The pump cover was removed to find internal moisture on the printed circuit board and internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.